Event description:
Prior to implant, during device preparation, the device was unable to communicate with the programmer. The patient was stable.

Manufacturer narrative:
Additional information: evaluation of the device header found no defect that could contribute to either complaint. Output measurements and sensitivity test revealed no anomalies. Further testing found the device is still above elective replacement battery level. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.